Manufacturer narrative:
Product complaint #: (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002, device not returned. Additional information provided: yesterday I went to a medical consultation and talking to the doctor, he told me he had some problems with ethicon 2x sutures in the same surgery. Details: prolene 0: wire broke during suture by 2x in the same surgery, nylon 5.0: wire disconnected from the needle during suture. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Unfortunately, the lot number was not provided. Were there any patient consequences? There were no consequences for the patient because at the time of the problem with the sutures, the doctor used another identical one that he had in stock. Status of product return? The doctor discarded the items and didn¿t request a return. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. As informed by the collaborator: yesterday I went to a medical consultation and talking to the doctor he told me that he had some problems with sutures in the same surgery. Wire disconnected from the needle during suture. There were no consequences for the patient because at the time of the problem with the sutures, the doctor used another identical one that he had in stock; the doctor discarded the items and didn¿t request a return. Additional information has been requested.